Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml was received without cap nor needle. No defect was observed.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella® with lidocaine in the tear troughs. During the injection, the "syringe was separated and ruptured." There were no reported injuries or complaint from patient.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain these issues: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for detachment of device component and gel leak: "method of use, failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella® with lidocaine in the tear troughs. During the injection, the "syringe was separated and ruptured." There were no reported injuries or complaint from patient.